Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a broken shell, a piece of the shell is missing 5%, and non-penetrating nicks. The device was underweight. A microscopic analysis was performed which identify sharp edge and with non-penetrating nicks assessed as surgical impact opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is s sharp edge opening with non-penetrating nicks assessed as surgical impact, non-penetrating nicks, and missing shell 5% assessed as inconclusive.

Event description:
This record is for the right side.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reports rupture of an unspecified side. The device has been explanted.